Manufacturer narrative:
As part of the investigation, it has been determined that the patient death allegation reported via medwatch report (B)(4) will be investigated under this record (MFR report number 3003768277 2026 100696) and removed from MFR report number 3003768277 2025 006921. The investigation into this issue remains ongoing, and a final report will be submitted upon completion. The codes were updated based on the additional information.

Event description:
It was reported to philips via medwatch report (B)(4), that, during a cerebral angiography and aneurysm coiling procedure, the interventionalist could not see the coils being deployed because the images were not live, and when they could see, the coil loops were in the ica (internal carotid artery). When the coil loops were subsequently placed under balloon occlusion, the coil loops were seen to extend into the pcom (posterior communicating artery) origin - through the dome of the aneurysm. It was also reported that the neuro-interventionalist was unable to see or had difficulty seeing the roadmap image. Philips believes that this report is tied to a previously reported patient death allegation on MFR report number: 3003768277-2025-006921, where the customer called in reporting a geometry issue. The customer did not report any imaging issues at that time and no further information about those has been provided to date. An investigation into this imaging complaint has been initiated by philips. Philips continues to investigate the patient death allegation and previously reported geometry issue under MFR report number: 3003768277-2025-00692.